Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. Prior to the procedure, it was noticed that the cutting wire of the autotome rx 39 split in half. It was reported that the procedure was completed; however, there was no information as to what device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken and kinked.